Manufacturer narrative:
Report source: department assistant, post market surveillance for med consumables. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the infusion of tpn with inotropic meds was noted to be leaking from the tubing inside the pump and onto the floor. There was no patient harm.